Event description:
It was reported that the right atrial (ra) lead measured high impedance several times. When the lead was not measuring high impedance, the measurements were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958 lead, implanted (B)(6) 2005. (B)(4).